Manufacturer narrative:
The insulin pump was unable to prime during prime/a33 test due to moisture damage on force sensor resistor. Unable to perform excessive no delivery test and occlusion test due to prime fill anomaly. No motor error alarm noted; the motor was tested outside the device and passed. The insulin pump has cracked reservoir tube lip, minor scratched lcd window and scratched case.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received a motor error alarm. The customer's blood glucose level wa 130 mg/dl. The product will return. Nothing further to report.